Event description:
During shoulder arthroscopy procedure, there was a burn noted at the incision site. Sales rep indicates that the burn was a result from the probe and believed it happened due to lack of outflow within the joint space. The severity of the burn is unknown however, topical antibiotics were applied. The procedure was completed utilizing this probe.